Event description:
It was reported by customer that during clinical use the CARDIOSAVE Intra-Aortic Balloon Pump (IABP) fiber optic sensor failure. Patient involved, no harm reported. Getinge fiber optic balloon was used. No parts were replaced Fault code 53 occurred on first visit and the phrase "Fiber Optic Sensor Failure" with yellow text color warning also occurred.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.